Event description:
Stryker monitor wireless connection was interrupted in the middle of surgery 3 times while dr. Was in the middle of a laparoscopic procedure. Monitor stated searching for a signal, wireless connection failure.